Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous stenosis. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it found that the balloon burst under working pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous stenosis. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it found that the balloon burst under working pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that 80 % stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous stenosis. The balloon ruptured upon first inflation at 18 atmospheres for 40 seconds.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university of traditional chinese medicine. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately approximately 24mm proximal of the distal markerband. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.